Event description:
It was reported that visible air bubbles occurred. After the farawave catheter came out the valve on the faradrive steerable sheath started to pull air when preparing to post map. Subsequently, the sheath was replaced. The procedure was completed and there were no patient complications. The device was received for analysis and investigation is still in progress.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the referenced faradrive steerable sheath was analyzed. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears in both the inner and outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve. Compositional testing was performed of the foreign material found on the internal valve. It was determined the foreign material to be consistent with silicone.

Event description:
It was reported that visible air bubbles occurred. After the farawave catheter came out the valve on the faradrive steerable sheath started to pull air when preparing to post map. Subsequently, the sheath was replaced. The procedure was completed and there were no patient complications. The device was received for analysis.